Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The morcellator left metal shavings embedded in the uterus, which resulted in a 20 minute increase in case time trying to fish out the pieces out of the uterus. No other information is available at this time.